Event description:
Heartmate 3 left ventricular assist device (lvad) patient with chronic history of (B)(6) and proteus driveline infection (previously requiring surgical incision and drainage (I&d)), presents with worsening driveline infection now growing corynebacterium and actinomyces. Surgical I&d will not be required at this time. Infection will be managed with 4-6 weeks IV antibiotics.